Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component item# 00596401401 lot# 61523203, stemmed tibial component item# 00598003701 lot# 63705858, all poly patella item# 00597206535 lot# 63778797, hi-fatigue bone cement item# 00112014001 lot# 18aa17380. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one and a half months¿ post implantation due to infection. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.